Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2019 and a suture was used. During surgery, there was suture breakage. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: we received sixteen unopened samples of product code mpe1621, lot mgh796. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.